Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate issue of 0 units. There was no adverse impact to the customer's blood glucose level. Caller was educated by technical support to remove air from the cartridge before filling, which they acknowledged and understood. Caller decided to fill a new reservoir later following the provided instructions.